Event description:
It was reported that when the box was opened, it was noted that the guidewire had perforated the plastic portion of the packaging. The device was not used. There were no adverse pt consequences.